Event description:
A report was received that the patient was experiencing warmth and moderate burning pain from her ipg site down her left leg when the stimulator is on and off. The physician suspects a bacterial infection of unknown origin. The patient was prescribed antibiotics and her pain subsides while she is taking the antibiotics. The physician has since stopped her antibiotics and the patient will have an ultrasound directed aspiration performed on her in a couple of weeks. The physician suspects that the infection is around her ipg and it may require explanting. Physician believes infection to be device related.

Manufacturer narrative:
Additional information was received that no further course of action will be taken as the patient will not see the physician. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that the patient was experiencing warmth and moderate burning pain from her ipg site down her left leg when the stimulator is on and off. The physician suspects a bacterial infection of unknown origin. The patient was prescribed antibiotics and her pain subsides while she is taking the antibiotics. The physician has since stopped her antibiotics and the patient will have an ultrasound directed aspiration performed on her in a couple of weeks. The physician suspects that the infection is around her ipg and it may require explanting. Physician believes infection to be device related.